Event description:
It was reported to boston scientific corporation that a rx ercp cannula was used during a procedure for stone removal from the common bile duct performed on (B)(6) 2012. According to the complainant, during preparation of the device, it was noticed that there was foreign matter at the distal tip of the device and the blue paint marker was peeled. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received (B)(6) 2013*** there was both paint peeling and black foreign matter at the distal tip of the device.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx ercp cannula was used during a procedure for stone removal from the common bile duct performed on (B)(6) 2012. According to the complainant, during preparation of the device, it was noticed that there was foreign matter at the distal tip of the device and the blue paint marker was peeled. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(4) 2013 - there was both paint peeling and black foreign matter at the distal tip of the device.

Event description:
It was reported to boston scientific corporation that a rx ercp cannula was used during a procedure for stone removal from the common bile duct performed on (B)(6) 2012. According to the complainant, during preparation of the device, it was noticed that there was foreign matter at the distal tip of the device and the blue paint marker was peeled. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted, the blue paint band at the distal tip was peeled, there was a burn mark at the distal paint marker, and the proximal blue bands were ribbed. The tip was intact; only the paint bands had issues. No foreign matter was noted in the device. The condition of the returned device was consistent with the complaint incident that the paint marker was peeled; however, the investigation was unable to confirm the report that foreign matter was present on the device. The investigation concluded that it could not be determined whether the event was due to customer prep/handling, customer storage conditions, or manufacturing process/paint issue. A review and analysis of all available information failed to indicate a probable root cause or most probable root cause. The device history record review found the device met all manufacturing specifications.